Manufacturer narrative:
An unspecified professional called for medical information and additionally reported an adverse event. On (B)(4), a consumer had a cordis savvy pta dilatation catheter inserted for unspecified reasons in an unspecified area. Caller reported that the savvy "fractured" in an unspecified area and "a piece of the catheter was left behind" in the consumer during the procedure. A voice message was received from the reporter stating the fracture occurred where the balloon met the shaft of the catheter. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15281695 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product is not available for evaluation.the event date was unknown.addititional information will be submitted within 30 days from receipt.

Event description:
An unspecified professional called for medical information and additionally reported an adverse event. On u-u-u, a consumer had a cordis savvy pta dilatation catheter inserted for unspecified reasons in an unspecified area. Caller reported that the savvy pta dilatation catheter "fractured" in an unspecified area and "a piece of the catheter was left behind" in the consumer during the procedure. A voice message was received from the reporter stating the fracture occurred where the balloon met the shaft of the catheter.